Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 26 millimeter (mm) balloon due to severe calcification. Following insertion of the delivery catheter system (dcs) into the patient, upon deployment to 80%, an infold of the valve was identified. Subsequently, the valve was recaptured and a second deployment was attempted, however the infold appeared to have worsened. Subsequently, the valve was recaptured a second time, and the system was withdrawn from the patient. Two additional pre-implant bavs were performed with a 26 mm balloon, and a new valve was loaded into a new dcs to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evprop34}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient had high aortic calcification that contributed to the infold, and a procedural delay occurred as a result.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.